Event description:
The customer reported that while the unit was in use with a patient in a helicopter, with the unit placed on its side, the unit generated an error code 34 (no communication with 68020) and shut off. Therapy was discontinued until they reached the transfer facility. Therapy was then continued. No patient injury was reported.